Event description:
The customer reported getting a red x and no display which could prevent the delivery of therapy.

Manufacturer narrative:
On 7/10/08, the unit was evaluated at philips. The symptom could not be duplicated and the device passed all testing. The customer has not called back regarding this issue for this device. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the reported symptom. (B) (4).